Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem of 'label on the top on the left was missing. The tubing guide label was missing - the label was entirely missing and that the tubing guide label in the channel was also missing' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be load point 1 label and the tubing ID label are both missing from the device. The load point 1 label and tubing ID label will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump label on the top on the left and the tubing guide label was found missing during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.